Manufacturer narrative:
Block h6: imdrf device code a020102 captures the reportable event of device defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for varices procedure performed on (B)(6) 2025. It was reported that during the procedure, the device was defective. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.